Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, on multiple occasions, it took more insulin than usual to fill the tubing. The customer stated that the air was removed and the luer lock was tight and straight. As the event was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the fill tubing issue was unable to be performed. The customer's blood glucose (bg) level was high around the time of these events. A bolus was delivered to address the high bg level. The customer indicated that a clinical diabetes specialist would be notified of the event.